Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Each product listed as concomitant devices accounts for multiple actual devices. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on an unknown date, the clip-on reducers pop off the screw head. Also, the torque handles seem to be worn out. Procedure was completed successfully with no delay. There was no patient consequence. This report is for a viper2 final tightener driver. This is report 3 of 3 for (B)(4). Additional reports are captured under (B)(4).